Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the physician that during a procedure, the length of the balloon catheter was too long; it was a "terrible design" when compared to the previous model. The physician noted the catheter limits visibility, the balloon itself does not deflate as quickly to show backflow of the contrast, and there is increased resistance during contrast injection. The catheter was used for the procedure. No patient complications have been reported as a result of this event.